Event description:
It was reported that during use of bd max¿ cpo, a false negative oxa patient result was obtained. Culture was performed and result was vim/imp positive. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: poc. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ cpo, a false negative oxa patient result was obtained. Culture was performed and result was vim/imp positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for suspected false negative results when using bd max¿ cpo (ref. 445262) kit lot: 5021084 was performed by the review of manufacturing records, retain material testing and by the complaint¿s history review. The review of quality control records of bd max¿ cpo lot: 5021084 revealed no anomalies that could explain the customer¿s negative results. The retain material of bd max¿ cpo from lot: 5021084 was visually inspected and tested. The results were as expected. Customer complained about an amplification curve in the rox channel (oxa target) that gave oxa negative results with the bd max¿ cpo kit lot: 5021084, while culture was positive, and immunochromatography yielded oxa. No data was available for the investigation. Based on the information provided, without data, investigation was limited. Based on the data and information provided, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ cpo kit lot: 5021084. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.